Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the up arrow keypad button was slow to respond or was unresponsive to button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012, with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the up arrow and contrast keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to elicit a response. The down arrow and ok keypad buttons responded appropriately. During investigation, evidence of contamination was found under all of the keypad contacts. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked at the opening of the battery chamber extending down to the primary seal. No evidence of moisture damage was found in the battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.